Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48 mm diameter abdominal aortic aneurysm. The aorta was 130 mm in length between the renal artery and the bifurcation of the left internal iliac artery and the left external iliac artery. It was reported that during the index procedure, the main device was selected as a 145 mm. It was intended to us the "push up" technique to deploy the device. During deployment, the device passed through the shortest distance of the s-curve, and was deployed. However, the "push up" could not be performed sufficiently, and 2 stents of the stent graft were overlanding to the external iliac artery. To prevent limb occlusion, a non-medtronic 10*7 limb was implanted inside the vessel. For the contralateral side, it was noted that the angle of the c-arm was too small to complete the separation and the bifurcation position was mistaken visually. This caused the contralateral stent graft (etlw1616c82ej, (B)(4)) to cover half of the ostium of the internal iliac artery. As there was a branch blood vessel, additional intervention was not performed and the patient was placed under monitoring. As per the physician, the cause of the event was related to the patient's vessel morphology, and also user error. It was noted that the length of the aorta was significantly different than estimated, when catheter angiography was performed and a stiff wire was inserted. It was noted that, considering it was an aneurysm with s-shaped curve, the stent graft was deployed through the shortest distance. The possibility of entering in the shortest distance should have considered when selecting the device. For the contralateral side, the cause of the occlusion was considered to be that the angle of the c-arm was too small to complete the separation and the bifurcation position was mistaken visually . No additional clinical sequelae were reported and the patient will be monitored.